Manufacturer narrative:
Evaluation codes: results- visual inspection of the returned product showed that one haptic was torn off and missing and the other one looked deformed. There was a clear surgical residue on the lens.

Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was torn during insertion. The incision was enlarged slightly to remove the lens and a suture closed the wound. The reporter stated the incident was due to a loading error.